Event description:
Catheter tubing disconnected from the port at the implanted port site. The catheter was removed with additional procedure in the cath lab. Pt was then brought back to surgery for removal of port and reimplantation of new port. Diagnosis: poor venous access.